Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The troubleshooting measures included a field service engineer inspecting the system and reseating the relevant part associated with the ergo column error on the surgeon side console manipulator. No part replacement was required, and the system was inspected, tested, and verified as ready for use following the service intervention.

Event description:
It was reported that during system setup for a scheduled procedure with the da vinci 5 system, the site encountered an ergo collum error 23062. The technical support engineer guided the customer through a breaker reset and a hard restart of the ssc, but these actions did not resolve the issue. The ergo function was disabled, and a power-on self-test was completed, confirming that the ergo would not be available for use in the upcoming cases. The site noted that the surgeon was unable to use the ssc as the headrest was stuck in its lowest position, and the priority of the issue was escalated to system down. The customer reported event has no report of patient injury.

Manufacturer narrative:
The affected part was replaced as a part of the field action and will not be returned for the failure analysis investigation.

Event description:
Refer to h11 for follow-up information.